Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown surgery with a proximal femoral nail antirotation ii (pfna) for femoral trochanteric fractures. During the procedure, the surgeon inserted a pfna-ii blade to the proximal bone piece and rotated an unknown impactor to the counterclockwise direction. The pfna-ii blade could not be locked. After the surgeon rotated an impactor many times, the blade was finally locked. It seemed that the blade was slightly backed out at that time. Since the end (lateral side) of the blade protruded from an unknown nail that was slightly longer, the surgeon removed the blade and inserted another unknown blade which was a shorter size. When the blade was locked, it was also slightly backed out (2-3 mm). The second blade was left in the patient's body. The surgery was completed with a thirty (30) minute delay. There was no adverse consequence to the patient. Concomitant devices reported: unknown pfna nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii blade l85. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 04.027.052s, lot: 1l40283, manufacturing site: bettlach, release to warehouse date: 17. Sep. 2018, expiry date: 01.sep.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.